Event description:
It was reported that revision surgery was performed due to pain, dislocation, and fracture. The causes are unknown but the surgeon said that the devices did not defect. The patient did not pay attention to move. It is unknown whether how many components the patient had and how many devices were explanted. There's only information about the reflection liner.